Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter with the product mandrel. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 90.9cm from the hub. Microscopic examination revealed no additional damages. There is blood in the guidewire lumen and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon entering into the 6fr guide catheter, the shaft of the device broke. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.